Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a routine follow up, high voltage impedance out of range alert was observed. The measurement in clinic turned out to be normal and there is no recent trending data to support the abnormal measurement. The patient medical condition is good and will be continually monitored.